Event description:
This male patient with a history of obesity, hypertension, hyperlipidemia, smoking and previous mi was admitted for coronary angiography. The patient was currently taking aspirin and ace inhibitors. The primary indication for admission was unstable angina with a positive stress test. No pre-procedure cardiac enzymes levels were reported. At the time of the procedure, the patient received heparin and a loading dose of heparin. Angiography revealed two lesions. The first lesion was a 28mm, de novo, type c lesion in the ostium of the proximal left anterior descending artery (lad). This extended into the mid-lad. The vessel was 3.0 mm in diameter. The lesion was not predilated. A 3.0 x 33mm cypher select plus stent was deployed to 14 atms with suboptimal results. The stent was post dilated with a 3.75 x 10mm balloon inflated to 22 atms. A second cypher select plus stent, a 3.0 x 18mm, was deployed to 14 atms with suboptimal results. The stent was post dilated with a 3.75 x 10mm balloon inflated to 22 atms. The second lesion was a 18mm, de novo, type b2 lesion in the proximal circumflex artery (lcx). The vessel was 3.5mm in diameter. This lesion was not predilated. A 3.5 x 23mm cypher select plus stent was deployed to 14 atms with suboptimal results. The stent was post dilated with a 4.0 x 15mm balloon inflated to 22 atms. There were no procedural complications reported. At 24 hours post procedure, the patient's cardiac enzymes were elevated: ck <2 times uln, ck-mb >5 time uln, and troponin 2 times uln. The patient did not experience any cardiac symptoms. There were no ECG changes. The patient was ruled in for a post-procedural mi. No additional treatment was required. The event resolved without sequelae. The patient was discharged after 48 hours with orders for daily administration of aspirin, plavix, statins, ace inhibitors, and beta-blockers.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt. This is one of three reports submitted for the same event. Please reference MFR report #'s: 9616099-2008-01202, 9616099-2008-01203 and 9616099-2008-01204.